Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: normal usage with no internal damage was indicated on the device center and both sideport septa material. The device did not flow as received. The distal end of side #1 of the device capillary tubing appeared occluded with material which tested positive for blood. Post removal of approx. 1/2 of the total length of device capillary tubing, side #1 did not flow and side #2 of the device capillary tubing flowed 16% of the original mfg flow rate. An exit port exam did not reveal any anomalies or occlusions with side #2 of the device capillary tubing, pre and post cutting. The device did not leak. A review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. The facility's report that the device was slow/no flow was confirmed by the results of the MFR's analysis. The exact cause of the device slow/no flow could not be found or identified; therefore, no conclusion could be drawn as to the cause of this event. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 10/21/96 for arterial infusion of fudr. On 12/3/96,. The facility nurse contacted a MFR nurse and stated that the device was refilled eleven days ago with heparinized saline. The device flow rate at that time was 2 .1 ml/day. On 12/3/96, the pt came into the office to have the device refilled with fudr. The residual volume (rv) was 45cc, indicating that only 5cc had infused. The facility nurse stated that the device pocket looks healthy and there is no evidence of a seroma of hematoma. The facility nurse reported experiencing some difficulty accessing the device center septum with the MFR's longest needle because the pt has gained 16 lbs since implant. The facility nurse also stated that she uses the MFR's device refill procedure and checks needle placement every 5cc. The physician instructed the facility nurse to instill fudr back into the device for this chemotherapy cycle and stated that he would check the device flow rate again in two weeks. The facility nurse stated that she is"not comfortable" waiting another two weeks to check the device flow rate.